Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was implanted one month ago and according to remote monitoring data it was noted that the device had ten months of battery remaining. Boston scientific technical services (ts) reviewed the data provided and noted that the power was at an abnormal level with the parameters and settings and recommended to have the device replaced as soon as possible. No adverse patient effects were reported.

Event description:
At this time no explant has been performed. Upon the explant this case will be updated.

Event description:
Boston scientific received information that this device was implanted one month ago and according to remote monitoring data it was noted that the device had ten months of battery remaining. Boston scientific technical services (ts) reviewed the data provided and noted that the power was at an abnormal level with the parameters and settings and recommended to have the device replaced as soon as possible. No adverse patient effects were reported. At this time no explant has been performed. Upon the explant this case will be updated. This device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was analyzed. A longevity calculation was performed, which confirmed that the battery voltage was lower than expected. The device case was opened and the battery was replaced with an external power supply. Electrical measurements noted a high current condition. Detailed testing of individual components found a compromised ceramic capacitor. This compromised capacitor resulted in the observed high power consumption and resultant premature battery depletion.

Event description:
This device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Testing revealed the hydrogen levels were low and there was a high current drain. The premature battery depletion was determined to be a result of a cracked capacitor.